Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing immense pain in their lower back. It was reported that prior to their call the patient tried switching from group b to group a and the pain remained the same. The patient stated there was a little down time in-between switching from b to a, but during that time the pain did not stop. It was indicated that a trauma/fall/emi/activity was related to the event. The patient clarified stating that last night they jumped out of bed and they were concerned they twisted wrong and dislodged the lead. The patient was redirected to follow-up with the healthcare provider (hcp) to have their device checked. Patient services reviewed considering to turn stimulation off to see if this stopped the pain. Patient services reviewed lead migration or dislodgment was a known adverse event to the device. It was reported that the pain was in their low back at s4 and s5. It was considered a sudden change in therapy/symptoms. The event occurred on 2018-08-21. No further complications were reported/anticipated.